Manufacturer narrative:
Additional manufacturer narrative: submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. A field service engineering (fse) followed up with the customer over the phone to address reported event. Fse confirmed the reported error and while troubleshooting with the customer, customer reproduced the error by performing all set home command. The customer was able to clean and lubricate the cup detection sensor assembly, performed waste cups removal and removed tip from main arm nozzle. Customer was able to restart the analyzer without error and confirmed all subsequent runs completed successfully without error. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were two (2) similar complaints identified during the searched period, which includes this event. The aia-2000 operator's manual under appendix 4: error messages states the following: (B)(4) interference of dispensing nozzle z-axis of main arm. Cause: there is a possibility that the dispensing nozzle was interfered with an obstacle such as cap of primary tube. The measurement result will be flagged with the ss flag. Or a command or adjustment value ((B)(4)) was given for movement beyond the maximum movable distance of the main arm z-axis in the maintenance operation. Solution: remove an obstacle such as cap of primary tube, if any. The most probable cause of the reported event was due to dirty cup detect sensor assembly and lubrication was needed.

Event description:
A customer reported getting error message " 4224 interference of dispensing nozzle z-axis of main arm" on the aia-2000 analyzer. The technical support specialist (tss) instructed the customer to perform an all set home command, but error persisted. The customer opened the analyzer cover to visually check for obstructions or dropped cups, but none was found. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.